Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p60-74 that has a similar product distributed in the us, list number 7p60-21 / 31 with 510k/PMA/bla number k153730. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false negative alinity I syphilis tp result for a 78-year-old female patient. The following results were provided: sid (B)(6) initial result = 0.21 s/co, colloidal gold and mindray = positive sample was retested with result = 3.59 s/co no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false negative alinity I syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I syphilis tp assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 76538be01. The device history record review did not show any nonconformances, potential nonconformance, or deviations associated with the lot number and complaint issue. In-house sensitivity testing of a retained reagent kit of the lot 76538be00 which contains the same bulk reagent as the complaint lot 76538be01 was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp for lot number 76538be01 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false negative alinity I syphilis tp result for a 78-year-old female patient. The following results were provided: sid (B)(6) initial result = 0.21 s/co, colloidal gold and mindray = positive. Sample was retested with result = 3.59 s/co. No impact to patient management was reported.